Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reports "we've received information about suspected implant rupture." Unknown which side this relates to and if device has been explanted.